Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effect; however the physical resistance and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and calcification. The 3.5 x 15 mm xience prime stent delivery system (sds) was advanced to the lesion with resistance noted. The stent was deployed at 16 atmospheres; however, a distal edge dissection was observed. An additional xience stent was used to cover the dissection. The patient had a good outcome. No additional information was provided.